Event description:
The consumer reported a feeling of getting electrocuted. It was reported that when they gets into bed sometimes, they feel like they are getting electrocuted. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.